Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the external paddles (sn (B)(6)) were returned. When the external paddles were attached to a test r series device the customer's reports were verified and attributed to defective paddles. The paddles were scrapped after testing and the customer was sent a replacement. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.